Event description:
It was reported that the catheter was fractured. The mildly tortuous and mildly calcified stenosed target lesion is located at the left anterior descending coronary artery. During a percutaneous coronary intervention, when flushing the opticross imaging catheter during preparation, fluid leaked from the proximal side of the device specifically in the telescope. They commented that the imaging catheter could be fractured. They completed the procedure with another with same device. No patient complications reported and the patients¿ status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the devices were received for analysis. Fluid was found seeping out at distal section of anchor seal housing where it is bonded to the clear outer telescope tubing. It was leaking out from under the bead of epoxy that bonds the anchor seal housing to the outer telescope tubing. The clear outer telescope tubing was still attached to the anchor seal housing and the telescope assembly was able to properly pull back, advance, and retract. In addition, the distance from the distal end of the transducer housing to the tip of the catheter measured 19 mm and is within specification. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter was fractured. The mildly tortuous and mildly calcified stenosed target lesion is located at the left anterior descending coronary artery. During a percutaneous coronary intervention, when flushing the opticross¿ imaging catheter during preparation, fluid leaked from the proximal side of the device specifically in the telescope. They commented that the imaging catheter could be fractured. They completed the procedure with another with same device. No patient complications reported and the patient's status is good.